Event description:
During a routine hemodialysis treatment, it was reported that the operator experienced a system alarm. The operator could not recover from the system alarm and initiated manual rinseback. Manual rinseback was not completed as the operator ran out of saline. This resulted in a 50cc blood loss. No medical intervention was required.